Event description:
It was reported that this right atrial (ra) lead exhibited lead fracture which to believe to be in the excess lead coiled behind the device, however, it was not confirmed at that time. The lead issue was not induced. This ra lead was surgically abandoned and replaced. No additional adverse patient effects were reported.